Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer received critical pump error 130 and rewind anomaly. No harm requiring medical intervention was reported. Troubleshooting was performed but issues were unresolved, customer will discontinue to use the device. The pump will be returned for analysis.

Manufacturer narrative:
Retainer ring = black. On september 01, 2022, the customer alleged for pump error 130 and an error in the motor was detected by reading unexpected value from hall sensor. Device unable to perform the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, and occlusion test due to rewind anomaly from no motor movement or negligible movement. Retries to free a stuck motor failed caused by moisture damage on the motor. Device was cut open to perform visual inspection and found moisture damage on the electric board1, force sensor, and motor. In further full review in the device memory/history found multiple: this alarm is generated when the pump detects movement in hall sensor counts that are unexpected since the pump did not command motor movement on the event date of september 01, 2022 20:51:12.000 to september 01, 2022 23:38:36.000. An error in the motor was detected by reading unexpected value from hall sensor on the event date of september 01, 2022 21:08:51.000 to september 01, 2022 22:53:18.000. No this alarm is generated when the pump detects movement in hall sensor counts that are unexpected since the pump did not command motor movement and an error in the motor was detected by reading unexpected value from hall sensor alarm during testing. No motor movement or negligible movement. Retries to free a stuck motor failed alarmed during testing on 11/03/2022 06:27:15.000. The motor was tested outside of the device on the ngp stb3 and passed. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: scratched case, cracked case-corner of belt clip rails, and pillowing keypad overlay. In summary, device passed all required testing. Rewind anomaly, an error in the motor was detected by reading unexpected value from hall sensor, and no motor movement or negligible movement. Retries to free a stuck motor failed was confirmed due to moisture damage on motor. This alarm is generated when the pump detects movement in hall sensor counts that are unexpected since the pump did not command motor movement was not confirmed. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.